Event description:
It was reported that the insulin gauge was inaccurate. It was reported that the insulin gauge was displaying an amount different from what was expected, specifically showing 0 units instead of the anticipated 259.6 units. There was no adverse impact to the customer¿s blood glucose level. The customer experienced a cartridge alarm and, with assistance from support, reloaded the cartridge to address the fill estimate issue.